Manufacturer narrative:
A review of device history records indicates that product tested from the indicated lot meets all required specifications prior to release. There are no significant issues associated with the manufacture of this lot. This pt was treated with prednisone and the swelling has subsided. Co used direct contact with dr office as a method of evaluation.

Event description:
The pt was injected with radiesse in her naso-labial folds. The pt's nose swelled and her upper lip became numb. The reporter of this event thought it was an allergic reaction or due to the method of injection.